Event description:
Date of event unknown. Customer reported the blue slide clamp on the IV administration set cut the tubing causing blood to leak out. It is felt by the reporter that the tubing is a little stiff, not flexible enough to take the crease from the clamp. There was no pt harm reported and no additional information available.

Manufacturer narrative:
Pt's information requested and all available information is included in sections a and b. This report was filed by the manufacturer. During investigation of the returned used blood set, a small cut in the pvc tubing above the drip chamber was detected. Performance test was done revealing a leak at the pvc tubing where the slide clamp was used to stop flow, which confirms the reported product issue of tubing cut and leakage. The slide clamp was tested multiple times on other areas of the pvc tubing without being able to duplicate the customer's issue. A database search was conducted and reflected that no quality notifications have been received for the reported tubing model and clamp part number involved in this incident. The root cause for the reported experience of tubing cut by the blue clamp was not identified based on this investigation.